Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was mowing their lawn when they received two shocks and found themselves lying on the ground. They presented to the emergency department and a remote monitoring transmission indicated, a lead integrity alert (lia) triggered due to high rate non-sustained episodes and increased sensing integrity counter (sic) on the right ventricular (rv) lead. The lia was suspected to be a false positive due to t-wave oversensing (twos) post ventricular sense. The shocks were suspected to be inappropriate. The rv lead remains in use. No further patient complications have been reported as a result of this event.